Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency room, upon examination it was found the right ventricular (rv) oversensed noise which resulted in the patient receiving three inappropriate shocks however, the patient did not experience pacing inhibition. Additionally, it was noted the pacing impedances went from 400 ohms to 1200 ohms on that day and shock lead impedances were high out-of-range measuring 184 ohms when configured from coil to coil. The patient is not dependent on therapy. The device was programmed off and external patches was applied to the patient. The system will be revised however, no date has been determined. At this time, the device and lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency room, upon examination it was found the right ventricular (rv) oversensed noise which resulted in the patient receiving three inappropriate shocks however, the patient did not experience pacing inhibition. Additionally, it was noted the pacing impedances went from 400 ohms to 1200 ohms on that day and shock lead impedances were high out-of-range measuring 184 ohms when configured from coil to coil. The patient is not dependent on therapy. The device was programmed off and external patches was applied to the patient. The system will be revised however, no date has been determined. At this time, the device and lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated the rv lead was fractured which resulted in oversensing. Subsequently, the device and rv lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. Additionally, this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction. Please refer to the description for more information regarding the specific circumstances of this event.